Event description:
Additional information indicated a commanded shock were performed. A 1.1 joule shock yielded 39 ohms and a 41 joule shock yielded 40 ohms. Multiple lead measurements after the commanded shocks had varying impedance measurements from 40 to 65 ohms. A revision procedure was performed and the df-1 terminal pin was able to be pulled from the header without loosening the setscrews, confirming a bad connection. The terminal pin was re-inserted and the setscrews were tightened and impedances measurements were tested. The impedance measurements were less than 200 ohms thought a competitor's pacing system analyzer (psa).

Event description:
Additional information indicated that when performing pocket manipulation, noise was present which was not typical of electromagnetic interference (emi). They were unable to do a commanded shock lead integrity test.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high shock impedance measurements. At this time, the physician does not want to do any surgical intervention and will monitor the patient for now. Technical services (ts) discussed testing shock configurations and also performing an x-ray to confirm the leads integrity. No adverse patient effects were reported. Additional information indicated that an x-ray has not been performed. The following physician has decided to monitor the patient with regular follow up visits. Additional information indicated the lead was tested in the triad and coil to can configurations and both measurements were greater than 125 ohms. Ts suspects a distal coil connection or under-insertion issue and suggested performing an xray with a close up of the header. Isometrics and pocket manipulation were performed which produced myopotential noise and shock impedances greater than 125 ohms.

Manufacturer narrative:
At this time, this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Analysis of the device memory indicated that all values soon after implant were less than 200 ohms which is indicative of a connection issue such as a setscrew or under-insertion issue. It was noted that the device memory only has the most recent year's worth of data.